Event description:
User facility medwatch received that states: "a nurse was priming a pt's chemotherapy tubing with normal saline when it was noted that there was fluid leaking from a hole in the bottom of the alaris buretrol. Pharmacy was called. The pharmacist was able to re-spike the chemotherapy bag with a new buretrol. The chemotherapy was then administered as ordered without further incident". No additional info was provided.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR.